Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced catheter damage, and leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: after 20 minutes of infusion, the patient's indwelling needle extension tube was found to exude liquid when he visited the ward. After careful examination, some small damage was found in the extension tube of the indwelling needle. The nurse immediately pulled out the indwelling needle and replaced it.

Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1111466. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. Investigation conclusion: no actual sample and picture returned, the specific location and state of extension tubing damage cannot be determined. DHR review(lot# 1111466): 1)the complaint gauge is 20g,assembly at auto line (B)(4) in jun. 2021, packaging at (B)(4) packing machine in jun. 2021, lot quantity is (B)(4). 2)reviewed the in process test and outgoing test report for this lot product, all test results met the product specifications. 3)review the production record and machine troubleshooting records for this lot product. No abnormality, deviation or rework activities found. 4)the extension tubing lot number for this product is lot#1116822, reviewed the incoming inspection result. Leakage test performed on the 2 retained samples, all passed. Also checked the extension tubing of the sample. No similar compliant was received from the complaint lot. No abnormality found on process as no defective sample returned. Further analysis cannot be done, the root cause of extension tubing damage cannot be determined. The plant will monitor for this sort of defect.